Manufacturer narrative:
Info f was obtained from the user facility. Summary of evaluation: the info provided including the medical opinion of no ingrowth, that the pt is overweight and non-compliant, and the examination results indicate that this event is not device related but rather is pt related.

Event description:
Revision surgery revealed there was no ingrowth of bone into the cup. The acetabular insert and femoral head component were also removed at this time.